Event description:
This pi is for heterotopic ossification removal. Patient left hip revised due to dislocation. Patient had previously been revised for ho removal only and they began dislocating after that procedure. No other information available due to hospital policy.